Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, an issue related to the blower motor was observed. The device's blower motor was replaced to address the issue.